Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Two patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is female/6 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article ventricular assist device support: f-fluorodeoxyglucose-positive emission tomography/CT imaging for left ventricular assist device-associated infections in children. Cardiology in the young. 2018; 28(10):1157-1159. Doi: 10.1017/s1047951118000628. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed early detection of vad-related infections associated in children. Two patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The article reports one patient¿s post-operative course was complicated by intermittent fever and epigastric pain. A positron-emission tomography (pet) scan indicated evidence of infection around the vad outflow tract. A second patient¿s post-operative course was complicated by fever, fatigue, development of janeway lesions and splenomegaly. The patient was hospitalized, and a pet scan also indicated evidence of infection around the vad outflow tract. Both patients received intravenous (IV) antibiotics to treat blood-cultured device-related infections and underwent heart transplants. The vads were explanted and the status/location of the vads is unknown. No further patient complications have been reported as a result of this event.